Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) pacing lead had apparently became dislodged and was showing no capture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.